Manufacturer narrative:
One device was returned for analysis. Visual inspection found small tears within the downstream occlusion seal issue. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not send program settings. During physical inspection, it was found that there were small tears within the downstream occlusion seal. There was no patient involvement, no patient injury was reported.